Manufacturer narrative:
Date of event: (B)(6) 2017. Additional information was received that the patient developed an infection at the ipg site. Symptoms of the infection were seroma, swelling, drainage, and soreness. It was unknown what caused it. It was also noted that the patient has diabetes. The patient was prescribed antibiotics. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm model #: sc-4319 lot #: 20173366 description: clik x MRI anchor it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.